Event description:
Complainant alleged that while attempting to defibrillate a female patient, the device failed to charge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Complainant indicated that subsequent to the event, the biomedical engineering dept was unable to duplicate the reported malfunction.